Event description:
The olympus asset, evis exera ii duodenovideoscope, was returned to olympus with no complaint. Upon inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the foreign material found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
Further evaluation of the device found the adhesive was deteriorated and separated, due to wear. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was could not be definitively concluded or presumed from the data acquired from this investigation. The instructions for use (IFU) (reprocessing manual) states infection risk may be caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.